Manufacturer narrative:
The camera head was returned for evaluation. We recognize the issue of interference when using cautery is related to energy from esu creating instablilty in the camera control unit (ccu). This issue was addressed by requirement of a mandatory upgrade to the software and hardware of the tc301us. The customer was contacted to return their tc301us units for the required upgrades. The customer's th116 camera head will not be returned to them until all of their tc301us units have been upgraded.

Event description:
Allegedly, during a mediastinoscopy procedure, there was interference on the screen when cautery was used. They were able to complete the procedure with no patient impact.